Event description:
Customer called to report observing a small amount of liquid on the reaction wheel of the synchron cx delta clinical system, which was caused by a puncture in the reagent probe tubing. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. Customer was prepared to replace the tubing to resolve the issue with routine customer maintenance.

Manufacturer narrative:
Customer called the customer technical specialist (cts) solely to confirm the corresponding tubing part number prior to replacing the tubing. Customer stated that the tubing would be replaced, and requested no further assistance from the cts. (B)(4).